Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male pt had a rash in the form of sores under the front therapy pad that was causing his skin to peel. The pt reported that he has been using cortisone on the irritation, which seems to be helping. In addition, the pt reported that he would go to the doctor to ask about a prescription for the irritation. It is unk if the pt contacted his physician or received medical attention. It was then reported that the irritation has cleared up and is healing.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not retruded to the manufacturer. There is no indication of a device failure associated with this event. Evaluation method: code other: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.